Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 190-000/lot m161205 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-430/lot m161205. Test base part number 190-000/lot m161205. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m161205 showed that the complaint rate is (B)(4). In conclusion, the manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine an assignable root cause as the logfiles were not provided for investigation, however substances in the sample itself may have interfered with the reaction. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported that they performed 17 ID now covid-19 assay on their idnow instrument and 15 of them came back positive. The customer reported (15) fifteen unconfirmed false positive results with the ID now covid-19 assay performed on (B)(6) 2021 on direct tested nasal swabs and generated positive results. Repeat testing was not performed. The customer reported that labcorp pcr confirmation testing was performed two days later using nasopharyngeal samples and generated negative results. The customer reported that the three patients were not symptomatic. The customer reported that due to the false positive, patients had to quarantine from work and school unnecessarily.